Manufacturer narrative:
The reported malfunction was observed and attributed to the device calibration was found to be out of specification. The device was re-calibrated, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed functional testing. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.